Event description:
It was reported that there was a malfunction resulting in failure and loss of ac power with inability to charge the back-up battery.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was ordered for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).